Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03599. It was reported, the patient experienced shocking from her scs system. Subsequently, the patient went to the ER and was admitted to the hospital. It is unknown whether system stimulation was on or off when the event occurred. The patient's scs system is to be interrogated. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.